Manufacturer narrative:
The keypad was observed delaminated.

Event description:
It was reported that the keypad was damaged.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure. The customer report event was confirmed during servicing activities. There was no reported patient involvement. The device is used for therapeutic purposes.